Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Based on the following information, the front panel may have flashed due to a temporary malfunction of the device. The cause of the malfunction could not be identified. -the user reported that there was an abnormal noise and the led on the front panel flashed when the device was turned on. -the reported event was not reproduced during the inspection for repair by olympus service operation repair center. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, there was an abnormal noise and the buttons on the front panel flashed, when the device was turned on. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. It was also confirmed that the light guide connector was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.